Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of infection and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), lymphadenopathy, malposition, lump/nodule, cyst and visibility/palpability.

Event description:
A patient reported they experienced the events of ¿malposition ¿like it's sitting on something¿", "lumps¿, ¿cysts," "enlarged lymph nodes (patient indicated that she was being treated for cysts after mammogram and ultrasound when patient stated the doctor indicated that patient's lymph nodes were enlarged)¿, "asymmetry, the left breast implant always looked and felt different", "a staph infection about six months ago", ¿ was hospitalized with a staph infection in 2013¿. Patient additionally reported ¿broken shoulder in 2005 and also had broken ribs¿, and ¿pneumonia (dates unknown)¿; these issues are not device related. Device remains implanted.